Event description:
As reported, the balloon on a 4mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to 12 atmospheres (atm). A new 4mm x 30mm aviator plus pta balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat an internal carotid artery lesion which had mild calcification but no tortuosity. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a 4mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to 12 atmospheres (atm). A new 4mm x 30mm aviator plus pta balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat an internal carotid artery lesion which had mild calcification but no tortuosity. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. A non-sterile unit of ¿aviator plus .014 4.0x30 142cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing that the unit does not present any damages or anomalies. The balloon was returned deflated. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation pressure was not maintained due to the burst condition observed on the balloon. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a rupture condition and secondary scratch marks located near the damaged border area. The failure reported by the customer as ¿balloon~burst-at/below rbp¿ was confirmed. A burst condition was observed on the balloon. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems the material near the damages was ruptured with a sharp object from the outside of the device resulting in the torn of the balloon. However, the exact cause of this condition observed on the balloon could not be conclusively determined during the analysis. Unspecified procedural factors, handling process, or anatomical factors (such as the mild calcification reported) may have contributed to the failure as reported, since it may have caused damage to the balloon surface that caused the rupture. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Do not exceed the rated burst pressure recommended on the label. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium. The product analysis does not suggest that the observed damage could be related to the manufacturing process; therefore, no corrective action will be taken at this time.